Manufacturer narrative:
The reported event was not reproduced during functional testing of the autopulse platform (sn (B)(4)); however, review of the archive data found the occurrence of user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error messages on (B)(6) 2018 and not on the reported event date of (B)(6) 2018, thus confirming the reported event. The ua 7 recorded in the archive data is attributed to a possible improper alignment of the patient and the lifeband on the platform at the time of the event. The autopulse platform is a reusable device and was manufactured on 28 sep 2012. It has exceeded its serviceable life of 5 years and is approaching 6 years old. The platform was functionally tested using a good known autopulse li-ion battery with a large resuscitation test fixture and operated with compression without any issue or error message observed. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error messages observed in the archive are easily clearable by user. For example, the ua 7 error message alerts the operator that the patient is out of position and not properly centered in the platform. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended, ensuring that the patient and the lifeband are aligned and then restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with serial number (B)(4).

Event description:
As reported, during patient use the autopulse platform (sn (B)(4)) stopped compression and displayed "readjust band". Following this, the platform was turned on and off and displayed error message and "readjust band" on the user control panel. The crew immediately performed manual CPR. No known impact or patient consequence was reported. At the station, the crew performed as a platform check and platform work as intended.